Event description:
On (B)(6) 2012, a stent was installed in a pt. The first attempt to remove the stent was on (B)(6) 2012 when it broke into pieces. A second surgery was scheduled for (B)(6) 2012 to remove the pieces but was unsuccessful in removing all the pieces. A 3rd surgery will be needed to remove the remaining pieces. No pt injury was reported.

Manufacturer narrative:
We have been notified that none of the stent parts have been saved, they were discarded by the facility. We have obtained the device history records of the 2 suspected lots and have reviewed them and have found no discrepancies with the build of either lot. We have reviewed the complaint data base for the past 12 months and do not find any other complaint for this model in our system. We are considering this to be an isolated incident and will continue to monitor the data base for further occurrences.